Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and trunnionosis. During revision bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique. According to the provided revision report, the patient had multiple injections due to trochanteric bursitis and an excision of the trochanteric bursa as well as a pre-operative workup for infection was normal. The joint was grinding and blood metal ions were 50 parts per billion. A mentioned MRI showed changes at the ischium but no pseudotumor. During the revision a protrusion cup that was mal-positioned (50° inclination) was noted. There was widening of the acetabular rim with bone loss, metallosis around the capsule, osteolysis with grayish debris at the ischium and posterior dome. The components were reported as well fixed. The patient had a contralateral resurfacing, but it was not indicated that it was from s&n. A contribution to the reported blood metal ions cannot be investigated or excluded based on the provided information. A relation of the cup position with the grinding, blood metal ions and the intraoperative findings cannot be investigated without the device available and x-rays to show the position of the device during the time in-vivo. Whether it migrated or was implanted in this position remain also unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis and trunnionosis.